Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, barrel clamp, left iui, left iui seal, and right iui. In addition, contamination of the iui connector ports was found in connection to the reported allegation. This report is reportable based on this finding. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 13oct2008 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device front case suffered a minor crack. There was no additional information provided and no patient involvement.